Event description:
Additional information received updated the onset date to february 2nd 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the clinical diagnosis was not applicable. The device diagnosis was reported as high impedance probably on the extension or the implantable neurostimulator (ins). The high impedance was around contact 3. The event was not related to the lead. The event was unknown related to the extension and ins. On (B)(6) 2015 the device was interrogated and the results were abnormal high impedance around contact 3 greater than 40,000 ohms. Action taken on (B)(6) 2015 included impedance mapping on the lead showed no problem. Electrode 3 would probably not be used for therapies so the doctor decided not to exchange the extension. Electrode pairs 0 and 1, 8 and 9, 8 and 10, 8 and 11, 9 and 11, and 10 and 11 showed impedances greater than 4,000 ohms.

Event description:
It was reported that there were lead high impedance. There was high impedance ¿meting¿ around contact 3. The event was related to the implantable neurostimulator (ins). The event was related to the extension. It was unknown if the event was related to the procedure. No diagnostic were performed. Intervention and actions taken to resolve the issue included prolongation of existing hospitalization and other surgical intervention, impedance mapping on both extensions and leads on (B)(6) 2015. The issue was not resolved at the time of report. The patient¿s status at the time of report was alive with injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), product type: extension. (B)(4).